Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor would not transmit the patient's pacemaker interrogation from the nursing home facility after the telephone line had been changed. Multiple configurations were attempted with the external dial numbers on the carelink monitor. New carelink monitor to be ordered and sent. No patient complications were reported as a result of this event.